Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the deterioration due to the long-term use of subject device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that the start/stop switch on the front panel of the subject device could not function sometimes. During the incoming inspection for repair, olympus service operation repair center found that the start/stop switch on the front panel of the subject device was damaged. Other detailed information was not provided. There was no report of patient injury associated with the event.